Event description:
It was reported, "nurse (B)(6) reported to sales rep (B)(4) that one fixation spring is broken. It happened during stem insertion. She reported further that it had no effect on the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.